Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that a wallflex biliary rx stent was to be used in the common bile duct during a stent placement procedure performed on (B)(6) 2016. According to the complainant, during preparation, a kinked in the catheter was noted by the physician after opening the package. The physician attempted to pre-release however, the stent was partially deployed and could not be reconstrained. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Investigation results: a wallflex ¿ biliary stent and delivery system was returned for analysis. The device was returned partially deployed. Visual evaluation found the outer sheath kinked and accordioned. In addition, the inner shaft was kinked at multiple places and the stent was detached from the stent holder. There was no issue with the stent holder. Functional evaluation found the stent was able to be manually deployed. No other issues were noted with the device. The damages noted with the device were consistent with the application of excessive force during reconstrainment attempts. Additionally, the detachment of the stent from the stent holder is likely related to the damage of the outer sheath and would prevent reconstrainment of the stent. Since product analysis shows signs of damage consistent with the application of excessive force during usage, the investigation concluded that operational factors may have contributed to the reported event. Therefore, the most probable root cause is operational context.

Event description:
It was reported to boston scientific corporation on september 30, 2016 that a wallflex biliary rx stent was to be used in the common bile duct during a stent placement procedure performed on (B)(6) 2016. According to the complainant, during preparation, a kinked in the catheter was noted by the physician after opening the package. The physician attempted to pre-release however, the stent was partially deployed and could not be reconstrained. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.